Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while inserting a 1.4 locking screw into the 1.4 cage screw the driver, ar-18700-29, broke off in the screw head. Reporter states patient was not harmed. Additional information obtained 6/8/20: the lot number of the ar-18700-29 was lot 1391940. Procedure was a phalanx fracture. The screwdriver tip was left in the head of the screw, unretrieved inside the patient. The screw as fully seated. The surgeon used another screw driver that was in the instrument set to complete the procedure. The ar-18700-29 was discarded by the facility before the sales rep was able to retrieve it for evaluation. Device will not be returned.